Event description:
In january 2006, a clinical incident involving a perc-dc spinewand was reported to arthrocare corporation. During a one level nucleoplasty procedure, the tip of the spinewand was reported to have detached and remained in the pt's disc. There is no plant to reoperate to remove the fragment and there was no reported pt injury.